Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump had traces of moisture at the lcd board per visual inspection. The insulin pump was received with cracked case at display window and minor scratches on lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was no longer functioning after being exposed to rain. Blood glucose level at the time of the incident was 74 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.